Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, a dislodgement occurred. A revision procedure was performed, however the lead could not be repositioned, therefore the lead was explanted and replaced. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood was noted in the helix mechanism up through the lumen along with in the helix mechanism. The terminal pin was also noted to be bent. In conclusion there was nothing visually wrong with the lead that would cause a dislodgment, and no further testing was performed.